Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys probnp ii on a cobas e411 rack analyzer. The sample initially resulted in a probnp value of 71.6 pg/ml. A doctor questioned the result because it did not match the patient's history. The sample was repeated, resulting in a probnp value of 4898 pg/ml. The repeat value was deemed correct and matched the patient's history.

Manufacturer narrative:
No calibration influence was observed. Controls were within range before and after the event. A general reagent or analyzer issue was not present. Isolated non-reproducible results do not represent a general malfunction of the assay. A review of alarm trace data did not show any relevant alarms. The investigation could not identify a product problem. The cause of the event could not be determined.